Event description:
Rn perspective: when taking off top of 12 trocar, the surgeon noticed the tab piece was broken off. We placed the camera back in the trocar and found the tab at the end of the trocar in the patient. Tab was removed and placed in biohazard bag. Surgeon perspective: as I removed the top of the trocar a small plastic piece was noted not to be present. It could not be found so we looked into the trocar itself and saw it approximately 6 cm down the trocar sleeve. Graspers were used to remove this without incident. The trocar sleeve was removed without incident.